Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Bsc ref: (B)(4).

Event description:
It was reported to boston scientific that an opti-flex nitinol stone retrieval basket was used during a ureteroscopy with laser litho procedure on (B)(6) 2008. According to the complainant, one of the wires on the basket broke. They were able to make 10 passes with this basket. The procedure was completed with another same type device and the pt's condition was reported as "fine."